Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Review of the device data log noted a "cannot start pump" alarm. Functional tests included use testing. The air detector was tested on a fluid filled cassette in manufacturing utility mode, and there was air in line. The air detector was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the air detector.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited a false air-in-line alarm. It was not specified whether or not this occurred during infusion or interrupted therapy. No adverse patient effects were reported.

Event description:
The customer's reported problem did not occur while in use with a patient.